Manufacturer narrative:
Exact patient weight was reported as (B)(6). Date of event is unknown. This report is for one (1) unknown locking screw. Part#, lot# and UDI # is not available. Exact date of implant is unknown. Reportedly implanted sometime in (B)(6) 2016. Device is not expected to be returned for manufacturer review/investigation. Therapy date is unknown. Sometimes in (B)(6) 2016. This report is for one (1) unknown locking screw. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date in (B)(6) 2016, patient underwent a surgery for the treatment of a left olecranon fracture. Patient was implanted with one (1) 2.7 mm / 3.5 mm variable angled (va) locking compression plate (lcp) proximal olecranon plate, one (1) 2.7 mm locking va screw, one (1) 2.7 mm metaphyseal screw, two (2) 3.5 mm cortical screws, and four (4) 2.7 mm va locking screws. On an unknown date, post-operatively, patient was presented with discomfort. On (B)(6) 2017, patient underwent surgery to remove all implants. During the procedure, it was noted that one (1) 2.7 mm locking va screw, that was originally implanted in the 3rd hole from the distal position on the plate was broken. No additional fixation was needed since the fracture had headed. The surgeon had to over drill the ulna bone to remove the distal portion of this broken screw. It is unknown if the screw was broken postoperatively after the initial surgery or if it broke during the revision surgery. Previous x-ray didn¿t show broken screw, presumably because the screw was broken at a bone-level. It was reported that no fragments were generation during the implant removal. Surgery was completed successfully with no time delay. Patient was reported in stable condition. Concomitant devices reported: 2.7 mm/3.5 mm va lcp proximal olecranon plate (part# 02.107.102, lot# unknown, quantity# 1), 2.7 mm locking va screw (part# unknown, lot# unknown, quantity# 4), 3.5 mm cortical screw (part# unknown, lot# unknown, quantity# 2), 2.7 mm metaphyseal screw (part# unknown, lot# unknown, quantity# 1). This report is for one (1) unknown locking screw. This is report 1 of 1 for (B)(4).